Event description:
A malfunction was reported with the pump, which occurred after insulin was paused during a shower. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any codes reappear.